Event description:
It was reported that the right ventricular (rv) lead had high impedance and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) - implanted: 2007 (B)(6); (B)(4) tissue valve - implanted 2001 (B)(6). (B)(4).